Manufacturer narrative:
The office advised the reported nightguard was already sent out; however, the nightguard has not been received at the time of this report. Once the nightguard is received and evaluation is completed, a supplemental report will be submitted. This report is for the upper tray of the nightguard. Please reference 3011649314-2019-00132 ((B)(4)) for the lower tray.

Event description:
This report is for the upper tray of the nightguard: it was reported that a patient experienced an allergic reaction after using the ema nightguard. After using the nightguard for about 3 months, the patient developed sores on the tip/edge of the tongue and the corners of the lips where they made contact with the nightguard. Upon experiencing the reaction, the patient stopped using the nightguard and the patient started to heal right away. The patient did not require any treatment for the reaction. The patient was reported to be doing good. The patient has no relevant pre-existing condition; however, the patient has sulfa, penicillin and thromycin allergies. The doctor did not make any adjustment to the nightguard. The patient only rinsed and cleaned the nightguard with water and sensodyne toothpaste.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Returned sample: production confirmed the device was scrapped after it was remade. Thus, the device was not available for investigation. Investigation methods/results the device was not available for investigation. Root cause: the root cause cannot be explicitly determined. Review of ema sds indicated the device contained no substances (sulfa, penicillin and thromycin) that were potentially triggers to the patient. Current released IFU-012544 rev 1.0 (ema instruction for use) states in precaution "do not clean soak in water, ammonia, mouthwash, bleach, peroxide and denture cleaner". IFU-012544 rev 1.0 also states in cleaning procedure "brush the device carefully with a soft toothbrush and use only clear cool water to rinse the device. Do not use soap to clean the appliance". However, it was reported the patient cleaned the device with water and toothpaste. The IFU also contains the following statement in warning section: "dentists should consider the medical history of the patients, including allergic reactions, history of asthma, breathing, or respiratory disorders, or other relevant health problems, and refer the patient to the appropriate healthcare provider before prescribing the device. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort."